Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose was elevated (value not provided). Reportedly, customer discussed the event with a healthcare provider and checked the pump timed settings. Customer declined to perform a pump system check and declined to provide further information.